Manufacturer narrative:
Follow-up #1 date of submission 09/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was unable to power on. The complaint could not be fully investigated due to this. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was reportedly moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.